Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. Evaluation of the returned first rhv confirmed that the male luer connector was detached from the rhv body. If the rhv is forcefully manipulated during use, damage such as this may occur. The cat7 used in the procedure was not returned for evaluation. Evaluation of the returned second rhv confirmed that the male luer connector was detached from the rhv body. If the rhv is forcefully manipulated during use, damage such as this may occur. The cat7 used in the procedure was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-02258.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02258.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal graft using indigo system aspiration catheter 7s (cat7). During the procedure, while torquing a cat7 within the rotating hemostasis valve (rhv), the back end of the rhv came apart. Therefore, the rhv was removed. Subsequently, the same issue occurred with a second rhv. The physician continued to use the second broken rhv and the same cat7 to complete the procedure. There was no report of an adverse effect to the patient.